Event description:
Cup was loose on the x-ray, proximally migrated and rotated. It could be seen (in x-rays) progressively moving over the years (since about 2000) and surgeon decided now was the time to revise the hip.